Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the left upper extremity. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 7.0 x40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 35mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues or damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the left upper extremity. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.